Manufacturer narrative:
The reported event could be confirmed by the legal manufacturer. Because stryker is only the distributor of the returned screwdriver the device was forwarded to the legal manufacturer w&h for evaluation. Related to the additional received email recorded in the reported event the revolution speed of the screwdriver was set to 50.000 rpm during application. The operation of the right angled screwdriver is only allowed with a max. Motor speed of 10.000 rpm. This specification is recorded in the related IFU as well as labeled directly on the sheath component of the screwdriver. The operation with an increased motor speed over 10.000 rpm led to the reported smoking of the distal tip and may result in a wearing out of the gear drive and/or bearings of the screwdriver. Furthermore, within the investigation performed by the legal manufacturer very strong residues and contamination on the surface of the complete shaft component including the thread could be determined as well as the area of the bajonet coupling of the head with tube component. These determined residues and contaminations of the screwdriver components points to the fact that the screwdriver was not appropriately cleaned and maintained with the service oil. The appropriate cleaning, disinfection, sterilization and maintenance with service oil is described in the IFU provided by the legal manufacturer w&h. The final result of the investigation performed by w&h revealed that the determined deficiencies and the resulting consequences could be attributed to a user related issue. No indication could be found in the investigation for any material or manufacturing related issue.

Event description:
It was reported by a company representative that during a bsso procedure, the right angle screwdriver became jammed and started smoking. The device was used at a speed of 50,000 rpm¿s despite the fact that the IFU states (and the ras itself is marked with) the information to use at a maximum motor speed of 10,000 rpm¿s. There were no adverse events reported and the surgery was completed successfully without delay with a back up drill.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during a bsso procedure, the right angle screwdriver became jammed and started smoking. The device was used at a speed of 50,000 rpm¿s despite the fact that the IFU states (and the ras itself is marked with) the information to use at a maximum motor speed of 10,000 rpm¿s. There were no adverse events reported and the surgery was completed successfully without delay with a back up drill.